Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of customer feedback and flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that bd alaris pump module tubing be longer, they felt their previous baxter product was a longer length and that was more beneficial to patient care and when using bd alaris pump module tubing, it is difficult to re-prime the tubing if the tubing runs dry.